Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 20. On 2022-12-01, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.